Manufacturer narrative:
Unit passed displacement test. However, unable to prime unit during the prime and system sensor test and motor error alarm during basic occlusion test due to faulty force system sensor gold resistor. No force system sensor alarm noted. The motor was tested outside the device and passed. The drive support was inspected and no anomaly noted. Unit received with minor scratches on lcd window. Unit received missing address and serial label sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error six or seven times. Customer also indicated that a compromised force system alarm and a motion position alarm have been received. Customer does not recall any significant events leading to the error. Customer's blood glucose was 300 mg/dl at the time of incident. Troubleshooting advised customer to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.